Manufacturer narrative:
The pump was serviced at the customer's location.the customer's reported condition of depleted battery was confirmed. Batteries were replaced on-site. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being addressed.

Event description:
Customer reported defective batteries on this colleague infusion device that occurred during biomed testing. The device was evaluated onsite. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l info is available.